Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. They reported that the ins flipped and was touching the hard wear in their back where the patient had back surgery. Patient said their spinal stenosis dr said the device had to be removed because it was causing pain. Patient had the device removed.

Manufacturer narrative:
Date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the ins had slipped and was now affecting the patient¿s nerves in their back. The patient stated they had not had any falls or traumas but noted that spinal stenosis ran in their family and that they had been exercising a lot. The patient noted they were currently (B)(6) pounds and they were trying to get down to (B)(6) pounds so they started running/walking. The patient reported that also around this time they were hurting really badly and they saw their managing health care physician (hcp) on (B)(6) 2019. The hcp told the patient that it felt like the ins had slipped but the hcp said they weren¿t going to do anything. The patient reported that they recently saw their back surgeon who took x-rays to confirm that the ins was resting on screws in the patient¿s back (the patient previously had unrelated back surgery) and needed to be removed. The patient reached out to their managing hcp who at the time of the call was currently out of the office and thus the patient stated they were redirected by the hcp office to the manufacturer company directly to speak with a manufacturer representative (rep) in order to get the process started. Patient services reached out to the manufacturer representative (rep) to relay this information. There were no further complications reported.